Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was cracked and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the el display was returned. The technician observed damage consistant with user mis-handling, therefore root cause could not be firmly established due to the observed damage. Analysis for reports of this type has not identified an increase in trend.